Event description:
Pt found to have an atrial lead problem. On 9/16, atrial lead was repositioned. Upon exam, ventricular lead was found to be discolored. Upon testing, lead impedance of ventricular lead decreased to abnormally low impedance with amnipulation indicating probable insulation fracture. (26 degrees ohms). Ventricular lead-medtronic model 6971-58 see# he0134446v implanted 1/30/85.